Event description:
It was reported that this pacemaker and right ventricular (rv) lead had observations of noise that was oversensed causing pacing inhibition and periods of asystole. The lead was surgically capped and replaced, and the device was explanted and replaced. Additional information reported that the lead was not tested on the pacing system analyzer. No additional adverse patient effects were reported.